Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient was getting medication and had a 250 milliliters in the bag. Settings on the pump were at the rate of 5.4 which the patient double checked was right. It was supposed to run in over 46 hours but it infused in about 6 hours. The patient was admitted to the hospital and so far is having no side effects. Returned goods authorization to be done on the pump. The clinical call recording has conflicting information that the pump was programmed at a rate of 54 and not 5.4. The history will be pulled when it arrives to confirm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The failure mode reported was not confirmed as no fault was found with the device. Root cause of the issue was determined to be customer induced. A full preventative maintenance was recommended. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Correction: catalog number: 21-2120-0104-01. Correction: model number: 2120